Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the patient had the error code ¿8476¿ on their personal therapy manager (ptm). The patient¿s pump logs were then read and it was found that there had been more than 1 motor stalls over more than 1 day. No symptoms or complications were reported.